Event description:
"Brakes not locking."

Manufacturer narrative:
It was reported "customer has had 3 falls due to the brakes not locking." It was reported that due to this, "he has had multiple injuries, three cracked ribs and a sprained wrist". It has been determined that the reported event caused or contributed to serious injury, therefore, this medwatch is being filed. If any further relevant information is identified or obtained, a supplemental medwatch will be submitted.